Event description:
A dentist was performing a routine procedure on a pt using a dental handpiece when the pt cheek was lacerated.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental handpiece when the pt's cheek was lacerated by a bur which slipped out of the chuck. The pt was given chlorhexidine rinse in the office and some to take home. The pt was seen two weeks later, and it appeared to be almost healed. During product eval, it was found that the chuck wont engage the bur properly. The turbine (chuck) in the hand piece is no kavo product.